Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 39.3-39.4cm and 41.0-41.1cm from the distal end, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. (B)(6). (B)(4).